Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Physician reported left-side "reoccurring seroma" and exchange of textured devices due to patient's concern with product. Additionally, hcp reported via rga "double capsule of ruptured implant". Device has been explanted and replaced.

Event description:
Physician reported left-side "reoccurring seroma" and exchange of textured devices due to patient's concern with product. Additionally, hcp reported via rga "double capsule of ruptured implant". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: opening observed on posterior side assessed as fold flaw opening seroma: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Double capsule: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Wear abrasion observed. No further actions are required as the device was implanted.